Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose has been high. Her blood glucose at the time of incident was 418 mg/dl. She stated that her blood glucose rose after an infusion set change, so she treated her hyperglycemia with manual insulin injections. Troubleshooting was declined since the customer confirmed that she was going to change her infusion set again and resume pump therapy. No products were shipped or returned.